Event description:
On (B)(6) 2012, the customer reported to customer service that the arm for her hospital grade breast pump does not move. Customer service made arrangements for the customer to return the pump so that a repair estimate could be prepared. On (B)(6) 2012, the pump was received from the customer and a repair estimate was prepared. Based on the estimate, the customer declined repair of the pump. The pump was originally sold to a healthcare facility on (B)(6) 2000, and was subsequently sold to this customer. On (B)(6) 2012, an e-mail was received from the customer whereby she expressed her dissatisfaction with the customer service she received and also her dissatisfaction with the cost of the repair. In the e-mail she indicated that while her pump was in for the repair estimate, she had to use a manual pump and developed mastitis.

Manufacturer narrative:
In follow up with the customer to get additional complaint information, she indicated that while her pump was in for a repair estimate she had to use a manual pump, which was not as effective as her hospital grade pump because it is a manual pump. She does not breast feed her baby and using a manual pump for exclusive pumping is less than ideal. There was no indication that the pump was not performing as expected. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wombach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.